Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 patient under general anesthesia underwent operation for a odontogenic tumor. It was reported that was performed incision, dissected by planes, the doctor cuts and shapes of the plate with the protective screws, the screws are removed and protection plate are placed and fixed with four screws, 2 locking screws and 2 cortical screws, removes the plate and screws, the tumor is removed, put the plate and screws. The cortical screw was put in the right body of the mandible: 1.8mm drill bit is passed and perforated. The specialist decided to use a cortical screw 2.4 x 12mm, the resident puts the screw; when the resident ends to put the screw, the screw¿s head is divided into two, leaving the screw head in the screwdriver. The specialist was able to remove the fragments of the screw with a needle holder. The remaining screws were placed together with bone substitute and the wound was closed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Device is an implant. The device was received and is currently in the evaluation process. A review of device history records was not performed the lot number was not provided. Placeholder.